Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was loaded and the surgeon pushed pusher bar but it was fired partially. They needed to used another reload to continue.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) received the packaging for one device. A visual inspection of the returned packaging noted the label only was received. No product was returned. As no product was returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition.if information is provided in the future, a supplemental report will be issued.